Manufacturer narrative:
Device passed self test and displacement test. Pump error 4 and pump error 53 found in pump history due to software error. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the that insulin pump had multiple pump error. The customer¿s blood glucose was 113 mg/dl. The customer reported that they were able to rewind the insulin pump. Customer was able to clear the alarm. The customer stated that they had performed the self test and pump error was occurred. The customer was advised the insulin pump requires replacement and revert to backup plan. The insulin pump will be returned for analysis.